Event description:
It was reported the patient had an on and off again feeling of heat around their device. It was noted the patient¿s device had been implanted the month prior to report. It was stated the impedances were checked and they were greater than 4000 ohms. Reportedly, 2<(>&<)> c was in the 300 ohm range and 3<(>&<)>c was greater than 4000 ohms. Reportedly, no plans had been made to send the patient back to their surgeon but they did turn off the device.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013-09-06, product type: lead. (B)(4).